Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had questionable patient results for ca2 calcium gen.2 (ca) when tested on the cobas 8000 c 702 module (c702). Results were initially low and when repeated, they are within the normal range. The customer provided data for two patient samples that had erroneous initial results that were reported outside of the laboratory. The repeat results for these samples were believed to be correct. The first sample initially resulted as 6.1 mg/dl. The physician requested a repeat of the sample. The repeat result was 9.1 mg/dl. The second sample initially resulted as 5.7 mg/dl accompanied by a data flag on (B)(6) 2016. The sample was repeated, resulting as 9.1 mg/dl. The patients were not adversely affected. The ca reagent lot number was 16561901, with an expiration date of 10/31/2017. The field service engineer determined that a rinse mechanism nozzle was contaminated. He decontaminated the nozzle and tubing. He ran calibration and controls. The analyzer was found to be operating within specifications. The customer had no recurrences of the issue after the service visit. Investigations agree with the root cause determined by the field service engineer.